Event description:
It was reported that during an implant attempt the lead helix would not deploy. The lead was removed from the patient and the physician attempted to deploy the helix again without success. The lead was placed in a sterile trolley and later the helix had popped out. The lead was not used and a new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.